Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The non-totally occluded target lesion was located in a mildly tortuous, mildly calcified, distal left anterior descending (lad) artery. There was a significant bend between 45 and 90 degrees involving the lesion. After pre-dilatation was performed, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but encountered significant resistance and failed to cross the lesion. After the second attempt, the device was removed and the stent strut at the distal end near the tip was noted to have flared. The procedure was completed with a 3x30mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with the struts on the first row slightly flared. The remaining portion of the stent showed no signs of damage. The crimped stent outer diameter (od) on the undamaged side was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along the full length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The non-totally occluded target lesion was located in a mildly tortuous, mildly calcified, distal left anterior descending (lad) artery. There was a significant bend between 45 and 90 degrees involving the lesion. After pre-dilatation was performed, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but encountered significant resistance and failed to cross the lesion. After the second attempt, the device was removed and the stent strut at the distal end near the tip was noted to have flared. The procedure was completed with a 3x30mm non-bsc stent. No patient complications were reported and the patient's status was stable.